Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a radial jaw 3 large capacity single-use biopsy forceps was used during a gastroscopy for reflux procedure performed in 2009. According to the complainant, during the procedure, the forceps was opened to take a sample from the stomach but would not close. Reportedly the scope was not retroflexed or in a torturous position. Subsequently the scope and forceps were removed from the patient in tandem. Once out of the patient, the distal end of the forceps was cut off and the device was then removed through the scope. The procedure was completed with another radial jaw 3 large capacity single-use biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.